Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 1 issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged minimum fill issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred with multiple cartridges during basal delivery. Additionally, it was reported that a minimum fill notification occurred after fill the cartridge with 200 units of insulin. The customer's blood glucose level was 195 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.